Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Upon disassembly of the device, it was found that the power wires were rubbing against the housing. This may occur during normal operation and life of the device. As the device is used, the wires may move around and potentially rub against the housing resulting in heat generation.

Event description:
It was reported that the handpiece heated up during a routine equipment evaluation at the user facility.